Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on an antrectomy with esophagogastroanastomosis with roux and y, the surgeon reported that the patient had a duodenal coto fistula that closed. The patient was hospitalized.